Event description:
It was reported that during an admission to the emergency room, the patient was volume ventilated using the device in the breathing circuit during transport to the CT scan location the device became blocked; however the device remained dry. No patient sequelae were reported.

Manufacturer narrative:
It was reported that on four occasions (2647898-2009-00004, 2647898-2009-00005, 2647898-2009-00006, and 9680602-2009-00003) a device, placed in the breathing circuit, blocked during use. In the third occurrence, the device reportedly blocked during an emergency admission on casualty when the patient was being transported for a CT scan. It was reported that this device remained dry. The devices involved in the first, third and fourth occurrences described above were returned to the firm's laboratory for investigation. The device involved in the second occurrence described above was not returned for investigation. Results of laboratory evaluation: visual examination of the three devices confirmed that they were all representative of current manufactured product in terms of construction. However, the media of the device involved in the fourth occurrence was observed to exhibit a light brown discoloration. Air flow testing at rates between 10 and 90 l/min was then performed prior to and following a liquid water challenge on the three returned devices and the results obtained were compared to a control device from inventory. The control device exhibited a resistance to air flow similar to that typically expected for an unused device. Subjecting the control device to a liquid water challenge did not result in water passing through the media (i.e. It passed a hydrophobicity test). After the liquid water challenge had been performed, the control device was again subjected to air flow testing. The resistance to air flow results that were obtained were within normal parameters, confirming that the hydrophobicity of the media had not been compromised. Air flow resistance testing, prior to and following a liquid water challenge, was then performed on the three returned devices and the control device. Prior to the liquid water challenge being performed, the devices involved in occurrences # 1 and 3 were found to have a resistance to air flow similar to that observed with the control device. However, the device involved in occurrence # 4 was observed to exhibit an increase in resistance compared to the control device. When the three returned devices were subjected to a liquid water challenge it was found that the device involved in occurrence # 3 did not allow the water to pass through the media (i.e. It passed a hydrophobicity test and behaved in a similar way to the control device that was tested). However, the devices involved in occurrences # 1 and 4 allowed water to pass through the media after 15 seconds (i.e. They failed a hydrophobicity test). After the liquid challenge had been performed, the three returned devices were again subjected to air flow resistance testing. The resistance to air flow results that were obtained for the device involved in occurrence # 3 were similar to that observed with the control device, confirming that the hydrophobicity of the device media had not been compromised. However, the devices involved in occurrences # 1 and 4 were observed to exhibit an increase in resistance compared to the control device. This suggests that the hydrophobicity of these devices' media had been compromised (wetted out) resulting in an increased resistance to air flow. Fluid eluted from the wetted media of the devices involved in occurrences # 1 and 3 had a similar surface tension to the surface tension of deionised water and the water sample that had been used to perform the liquid water challenge test described above on the control device. However, fluid eluted from the wetted media of the device involved in occurrence # 4 had a much lower surface tension compared to the surface tension of deionised water and water samples that had been used to perform the liquid water challenge test described above on the control device and on the devices involved in occurrences # 1 and 3. Site visit: a conclusive reason cause could not be assigned for the increased resistance confirmed with the device involved in occurrence # 1. However, the user facility reported that the device involved in this occurrence was used in a long surgical procedure and was saturated with water at the time of the reported blockage. One of the firm's technical experts visited the reporting medical center to review how the staff uses the device. During this visit, it was discovered that reusable breathing systems are in use at the hospital and circuits are changed and disinfected every 24 hours. If any disinfectant residues with detergent properties are present in the breathing systems, these may have been transported, along with the condensed water generated during the long surgical procedures, and upon reaching the device, such residue may have caused or contributed to the increase in resistance that was observed with this device. The instructions for use for the device contain the following precaution: "do not soak, rinse, wash, sterilize, or treat with liquid disinfectants." The firm has also been unable to conclusively identify the reason for the increased resistance confirmed with the device involved in occurrence # 4. However, the firm had previously been made aware that some of the staff at the reporting facility nebulizes drugs with the device in situ. The firm has previously advised the hospital staff that, as per the device's labeling in the instructions for use, this practice is contraindicated. However, during a site visit subsequent to the event by the firm's technical expert, it was determined that some of the hospital staff were still nebulizing drugs with the device in situ. The fact that the device involved in occurrence # 4 had discolored media and that fluid eluted from the wetted media of the device had a much lower surface tension compared to the surface tension of de-ionized water and a water sample that had been used to perform a liquid water challenge test on a control device are consistent with the possibility that drugs may have been nebulized with this device in situ. If so this could have caused or contributed to the increase in resistance that was observed with this device. (B)(4). Summary: the reporter's observation was partially confirmed, in that the devices involved in occurrences # 1 and 4 exhibited an increased resistance to air flow. However, the reporter's observation that the device involved in occurrence # 3 exhibited an increased resistance to air flow could not be reproduced. User error may be the root cause of the two blocked devices that were confirmed. Unless substantially significant information becomes available, this constitutes a final report.